Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer also stated that insulin pump received no delivery alert during bolus and customer had gone through 4 infusion set and currently on his 5th set. Customer stated that event was resolved by complete set change. The insulin pump will not returned for analysis.